Event description:
The biomedical technician reported that the upper bay of the autopulse nxt charger (sn (B)(6)) failed to charge an autopulse nxt battery (sn unknown). During a code event, the battery was removed for use, at which time the charger displayed a battery charger alert (crossed-circle indicator) illuminated adjacent to the power symbol. The battery was not fully charged when its status was checked, and it was unable to power the autopulse nxt platform. The clinical team subsequently obtained a battery from another department to continue patient treatment. No adverse patient outcomes were reported.

Manufacturer narrative:
Zoll has not received the autopulse nxt lithium-ion battery in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed. For g4: PMA/510(k): premarket submission number not available/not released.